Event description:
It was reported that pump display had missing pixels on left side of screen and touchscreen was unresponsive, which affected customer ability to interact with pump and read screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, instructed caller to place affected pump in storage mode, reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and return defective pump using prepaid label.